Event description:
Tandem t-slim pump constantly loses connection to dexcom g7. Dexcom app reads the sensor perfectly, but the t-slim pump lose connection. This is obviously a hardware or firm ware problem in the pump, but tandem continues to denies the problem. It is dangerous, as the control iq administers too much insulin when connection is lost.

Event description:
Additional information received on 6/4/2024 for mw5155596 to update procode to qfg.